Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On 20-dec-2019 the patient¿s husband reported that his wife was notified in late (B)(6) or early (B)(6) that her pump had become unanchored in her body and would have to be taken out. No patient symptoms were reported. No further complications have been reported as a result of this event.